Manufacturer narrative:
(B)(4). Date of event: only event year is known: 2019. Batch # t5cr2l. Concomitant medical product: reload: sr75 - lot: t40d9y. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did any piece or pieces of the firing knob fall into the patient? If yes, were they retrieved? Will all pieces be returned with the device? If not, were they discarded? Were there any patient consequences? If yes, please describe. For the sr75 reload cartridge: the lot number provided, t40dy, was reviewed and determined to not be a valid lot, however t40d9y is valid for product code sr75. Can you please confirm the correct six-character lot number for the sr75 cartridge reload if known? Device analysis: the analysis results found that the ntlc75 device was received with the firing mechanism nonfunctional as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with a reload loaded in the device. The reload was returned fully fired. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. For additional information please refer to the instructions for use. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparotomy/appendicectomy/right hemi, firing knob broke off.